Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return that part of the screen was unable to be selected with the stylus pen and additionally noted that the touch screen was damaged. As the part required to repair the device is not available it was recommended that the unit be scrapped.

Event description:
It was reported that the stylus touch pen was unable to make a selection on the programmer screen. The programmer was returned to service. No patient complications have been reported as a result of this event.